Event description:
The rep requested a wave form review as the patient was recently seen for chest pain and a computed tomography (CT) scan was performed. The CT showed a suspected thrombus next to the cardiomems sensor. The patient was treated with eliquis, and a repeat CT scan was performed and there was no longer a thrombus present.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. D3, g1 correction.